Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was discovered to exhibit oversensing noise on the right ventricular (rv) channel. The noise was not able to be reproduced during isometrics. The sensitivity was reprogrammed and there are plans to bring the patient in clinic for a defibrillation threshold (dft) testing to further evaluate the crt-d system. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was discovered to exhibit oversensing noise on the right ventricular (rv) channel. The noise was not able to be reproduced during isometrics. The sensitivity was reprogrammed and there are plans to bring the patient in clinic for a defibrillation threshold (dft) testing to further evaluate the crt-d system. The device remains in service. No adverse patient effects were reported. Subsequent additional information was received reported during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) system was found to exhibit low r wave measurements and noisy signals on the right ventricular (rv) lead. Technical services (ts) discussed programming optimization options. At this time, the crt-d and rv lead remain in service. No additional adverse patient effects were reported.